Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat mixed mitral regurgitation (mr) with a grade of 4+. Imaging was noted to be difficult. The clip delivery system (cds) was advanced to the mitral valve. Multiple grasping attempts were made unsuccessfully. The posterior flail kept getting stuck on the grippers and/or shaft of the cds. It was noted the flail worsened therefore the cds was removed. This caused a clinically significant delay in the procedure. A second cds was advanced however grasping was unsuccessful therefore the cds was removed. The procedure was aborted with the mr remaining at 4+. A second procedure was performed on (B)(6) 2022. Imaging was again difficult due to the rotated heart. One clip was implanted however post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to poor imaging. Two additional clips were implanted to stabilize the slda clip, reducing mr to 1-2. It was noted the flail gap was 12mm. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to imaging quality. The reported slda was due to the poor image resolution. The unexpected medical intervention was a result of case-specific circumstance. It should be noted that the mitraclip system gen 4 instructions for use (IFU) states: for optimal results, the following anatomic patient characteristics should be considered. The safety and effectiveness of the mitraclip outside these conditions has not been established. Use outside these conditions (the primary regurgitant jet is non-commissural. If a secondary jet exists, it must be considered clinically insignificant, mitral valve area = 4.0 cm2, minimal calcification I the grasping area, no leaflet left in the grasping area, flail width < 15 mm and flail gap < 10 mm) may interfere with placement of the mitraclip implant or mitral valve leaflet insertion. In this case, it was reported that there was a flail gap of 12 mm; however, it is undetermined if this deviation caused or contributed to the reported issues. There is no indication of a product issue with respect to manufacture, design or labeling.